Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/16/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. H3 investigation summary: h3 investigation summary: one opened box with thirty-two samples of product codey423 were returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Ramcqr could you please confirm if the breakage of the 2 needles happened during the same procedure? Yes, it was the same procedure. Did the needles fall into the patient? One of the two needles, see in attached rx if yes, was the needle piece(s) retrieved during the same procedure? Yes, plastic surgeons were called to retrieve the needle was there any adverse consequence associated with the patient? No. Events reported in 2210968-2021-06249 and 2210968-2021-06250.

Event description:
It was reported that a patient underwent a removal of naevus surgery on (B)(6) 2021 and suture was used. During the procedure, two needles broke. No adverse patient consequences were reported. Additional information was requested.